Manufacturer narrative:
The reported event of failure to interrogate over bluetooth was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. The cause of the bluetooth telemetry issue was due to an anomalous crystal oscillator on the hybrid which drives the timing signals in the bluetooth circuitry.

Event description:
It was reported that during device preparation, the implantable cardioverter defibrillator (ICD) could not be interrogated over bluetooth. There was no patient involvement.